Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Two sample devices were returned, one contaminated 8.0 ssm sample and one non-contaminated ssm sample. The non-contaminated 8.0 ssm was evaluated under magnification and the pilot line was detached from the tube upon receipt. A small amount of adhesive residue remains on the pilot line. The used 8.0 ssm was received with the pilot line detached. The pilot line was not returned with the sample. The pilot line to tube attachment site was viewed under magnification. A small amount of adhesive residue is observed at the site. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "cuff was patent upon intubation. At 48-hrs after intubation, the nurse working in ccu noticed the pilot balloon was not attached. It was determined later that the pilot balloon was found on the table in patient's room but was thrown away. The patient was intubated on (B)(6) 2014 at 12:30 pm until (B)(6) 2014 at 7:08 am when the patient was extubated without incident. No injury to patient. No problem during intubation or extubation of patient was noted." (B)(4).